Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the lock out key on mvs was off. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not booting up. It was confirmed that the system had been charging overnight. The line power light was illuminating on both sides. There was no patient involvement.